Event description:
It was reported that during a laparoscopic hernia procedure, the handle broke after 5 - 10 staples. Procedure was completed with same like product. No adverse patient consequences reported. No further information is available.

Manufacturer narrative:
(B)(4). The analysis results showed that one device was received with the rotating head open due to insufficient weld. This defect has been correlated to a manufacturing process. The appropriate engineering personnel have been notified. No functional test could be performed due to the condition of the device. A batch record review was performed and no anomalies were found during the manufacturing process.

Manufacturer narrative:
(B)(4). Information was not provided by the initial contact. Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). The device was not received for analysis; therefore, the complaint could not be confirmed. The manufacturing records were reviewed and no discrepancies were found during the manufacturing process.